Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.10 was partially stuck and did not open all the way. The field service engineer (fse) observed no hardware failure upon arrival. Failure analysis indicated that the drawer had failed multiple times over the past week due to opening too quickly. As a corrective action, the mini engine controller unit was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The customer reported that the drawer was stuck and would not open all the way. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.